Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the surgery, physician found one set screw slipped. The product came in contact with the patient but it did not break. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:visual and optical examination did not identify material damage with respect to the implant. Functional evaluation with sample mas head found the implant able to be fully engaged. After visual, optical and functional evaluation, the implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.